Manufacturer narrative:
The received device had the cannula assembly fully deployed. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, though the exposed portion of the soft cannula was kinked. The length of soft cannula was observed to be out of specification (1.062 inches). The download data does not contain any timeouts or drive stalls. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod between 36 and 48 hours. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.